Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing resulting in inappropriate atrial tachy response episodes. Pacing inhibition was observed during one episode however, no asystole of greater than two seconds. The patient was brought into the clinic and the noise was replicated during isometrics testing. At this time the patient is continuing to be monitored. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).